Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps were fibrotically thickened and contained tears. Areas of degenerative changes with loss and fragmentation of collagen fibers were observed in cusps 2 and 3. Fibrous pannus ingrowth was observed on the inflow surface of all three cusps. There was no evidence of acute inflammation or significant calcifications, and gram stains were negative for organisms. No evidence was found to suggest the cause of the cusp tears, pannus and degenerative changes was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2008, a 25 mm sjm trifecta valve was implanted. Postoperative echocardiograms showed that the valve was functioning normally until approximately three years post procedure when an increase in aortic insufficiency was seen. A recent echocardiogram revealed moderate to severe aortic insufficiency and stenosis with a mean gradient of 34 mmhg and a peak gradient of 63 mmhg. On (B)(6) 2016, the valve was explanted and a tear in the right cusp along the stent post at the junction with the left cusp was observed. A 23 mm edwards magna valve was implanted. The patient was reported to be stable postoperatively.